Manufacturer narrative:
Since the day of notification, the clinic has been contacted to retrieve information regarding the ae, however no response has been received until (B)(6) 2022. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no other clinical complaints were found associated with this lot number. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event will be provided to the clinic along with the letter indicating approved areas for injection for revanesse versa+ products as soon as possible.

Event description:
Based on the information provided, the patient was injected with revanesse versa+ (with lidocaine) 1.2 ml in the nlf area of the patient on (B)(6) 2022. Amount of product injected was 1 cc, according to the initial report. Patient is female, indonesian; age of the patient is 66 years old. Date of birth is not verified. According to the initial report, experienced redness, slight itching and "bumpy" the night of injection. No complaints of tenderness. It is reported that the patient has no pre-existing risk factors. According to the initial report, the patient has received the covid vaccine. No past medical history. As per report, the patient had no medications after or before the treatment. Treatment plan: cool compress and zyrtec. Elevated fitzpatrick scale of type I reported. Empower pharmacy topical numbing ointment 23/10/0.5% topical anaesthetic was used during the procedure. No allergies to dermal fillers reported. Patient is not a first time dermal filler treatment. (B)(6) 2021, (B)(6) 2020 and prior fillers at other locations not associated with this clinic. Current status of the patient: healed and doing well the medical director of the clinic has been informed of this adverse event.

Event description:
Based on the information provided, the patient was injected with revanesse versa+ (with lidocaine) 1.2 ml in the nlf area of the patient on (B)(6) 2022. Amount of product injected was 1 cc, according to the initial report. Patient is female, indonesian; age of the patient is 66 years old. Date of birth is not verified. According to the initial report, experienced redness, slight itching and "bumpy" the night of injection. No complaints of tenderness. It is reported that the patient has no pre-existing risk factors. According to the initial report, the patient has received the covid vaccine. No past medical history. As per report, the patient had no medications after or before the treatment. Treatment plan: cool compress and zyrtec. Elevated fitzpatrick scale of type I reported. Empower pharmacy topical numbing ointment 23/10/0.5% lidocaine/prilocaine/phenyephrine topical anaesthetic was used during the procedure. No allergies to dermal fillers reported. Patient is not a first time dermal filler treatment. (B)(6) 2021, (B)(6) 2020 and prior fillers at other locations not associated with this clinic. Current status of the patient: healed and doing well the medical director of the clinic has been informed of this adverse event.

Manufacturer narrative:
Since the day of notification, the clinic has been contacted to retrieve information regarding the ae, the clinical complaint has been investigated. The lot number has been verified and has been confirmed to be released by the company. It has been confirmed that no other clinical complaints were found associated with this lot number. The batch record, qc test reports, and training of staff were analysed and it has been determined that product is within required specifications, and manufactured according to appropriate procedures. Prollenium medical technologies' medical director's response to this adverse event to be provided to the clinic: "the following is a clinical opinion based on the information and photos provided by the clinic. On (B)(6) 2022, a 66 y.o. Female patient had 1.0cc of revanesse versa injected into her nlf. Prior to the injection high dose lidocaine, prilocaine and phenylephrine in a transdermal absorbing base was applied to the region. There were no concerns or reactions at the time of injection. Later that evening the patient noted patches of redness and mild itchiness on the cheeks in the malar region. The redness was not over the nlf's where the product was injected. The redness totally resolved with time ( next morning), cool compresses and zyrtec. There were no reactions or symptoms at the injection sites. There were no lumps, nodules, or tenderness. The collection of after selfies showed small areas of erythema lateral and superior to the treatment areas. The areas were very superficial in keeping with a topical irritant such as high dose topical anesthetic with phenylephrine. There is no evidence of an adverse reaction in the nlf treatment areas. My clinical opinion is that this case represents a superficial erythema from a topical skin irritant such as high dose topical anesthetic. I trust this clinical opinion is of value to all parties concerned."